Event description:
It was reported that the patient had an ams advance sling implanted which 'failed'. The patient was implanted with an additional incontinence device. The advance sling remains implanted. No other patient complications have been reported.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.